Manufacturer narrative:
Baxter technical support contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. If any additional information is received, the record will be reassessed as applicable.

Event description:
Baxter received a report from a baxter technician to report the affinity 4 bed frame head section raising on its own. The bed was located at the account. This occurred during baxter servicing/testing. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.